Event description:
The shaft of the balloon was deemed defective during prep. The balloon was removed and replaced with a different balloon with no harm reported. Manufacturer response for balloon, balloon (per site reporter). Mfg [manufacturer] notified by site.